Event description:
It was reported that crosstalk was observed on the ventricular channel after an atrial paced event. Programming changes were made and the issue was resolved. The patient will be monitored.